Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl. Customer had symptoms of thirst and nausea. Customer reported that two months prior to call, there was an urgent care visit. Customer does not remember exact date. Customer's blood glucose was 600 mg/dl. Customer declined to give details of hospitalization. During troubleshooting, it was found that time and dater on insulin pump were correct. It was reported that endocrinologist adjusted insulin pump settings. Customer reported that alarms were not received. Customer declined further troubleshooting.